Event description:
Through my research review as rn product support specialist, the following article came to my attention: "anaplastic large cell lymphoma involving the breast." Arch pathology lab medical journal- vol 133 sep 2009. Within the article, the author notes seroma and lymphoma. Add'l info from article entitle, "breast implant capsule-associated anaplastic large cell lymphoma (bic-alcl)." Diagnostic pathology journal. There are no new events to report.

Manufacturer narrative:
Medwatch submitted: 29/nov/2012. Device labeling reviewed: there were no reported events of lymphoma/alcl, for pt's in the core study, in the labeling for silicone implants. There were no reported events of lymphoma/alcl for pt's in the a95/r95 study included in the labeling for saline breast implants.